Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The drive gas check valve was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, mechanical ventilation did not function as expected. There was no report of patient involvement.